Manufacturer narrative:
Correction field: e1. Updated fields: d4, d9, g3, g6, h2, h3, h11. The certas valve (ID 828804pl) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID: 828804pl) was implanted in 2025. Upon follow-up appointment on 2025, the physician was unable to program and adjust the shunt. The valve was interrogated and shown to be at a level 7 and has continued to not want to move off of setting 7. It will not go to an 8 and will show a 6.5 but not a full 6 on either the manual or the electronic shunt adjusters. The patient must undergo another surgery due to the shunt failing to be programmed correctly after initial placement two months ago.